Event description:
During post procedure after leaving the procedure room, an event of high pacing impedance was observed on the device. The event was resolved by explanting and replacing the device. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The customer's complaint of high pacing impedance was not confirmed. A DHR review was performed to ensure that each manufacturing and inspection operation was completed. Prior to distribution, the product passed all quality control tests. The pacer was received in normal working conditions with battery voltage above elective replacement indicator (eri). Electrical and mechanical analysis testing were performed along with lead impedance test and revealed no anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.